Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported the patient presented remotely. Upon review of (B)(6) transmissions, it was observed the patient's pacemaker had premature battery depletion. The clinic elected to monitor the device. The patient experienced no symptoms related to this event.